Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 06/25/2015, belt: 08/29/2016.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 02:41 am while wearing the lifevest. Device download data revealed that the patient was treated inappropriately five times during the event. It was reported that the patient was sleeping at home when he had gone into cardiac arrest. The lifevest was alarming and prompting to start CPR. The patient's wife was present and reportedly performed CPR. On (B)(6) 2018, the device was started up at 13:55:57. On (B)(6) 2018, bradycardia flags were detected from 01:51:09 to 01:58:48. At 01:59:37, asystole was detected with the ECG showing sinus bradycardia at 30 bpm degrading to asystole. The response buttons were pressed between 02:00:16 to 02:01:17. From 02:06:41 to 02:10:11, the device intermittently detected asystole and arrhythmias with the ECG showing asystole with CPR and motion artifact. At 02:11:08, gel was released. Between 02:11:21 and 02:13:05, the lifevest delivered five full energy shocks. The rhythm at the time of all the treatments was asystole. The post-shock rhythm for all the treatments was also asystole. At 02:17:13 to 02:17:19, the response buttons were pressed. The patient remained in asystole from 02:13:05 until the electrode belt disconnection at 02:17:50. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to delivery of the first treatment and then again after the last treatment delivery. The response buttons functioned appropriately. Asystole is considered a non-shockable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.